Event description:
The facility representative reported a fail code 814:04 during biomed testing. The hospital representative state that there were no reports of paiient injury or medical intervention.